Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. It was reported that the patient was not treated with medication for the peritonitis. On an unknown date, during hospitalization, the patient passed away. The cause of death was unknown; however, it was reported that the peritonitis event was not the cause of death. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event at the time of death. Pd therapy was ongoing prior to death and at the time of death. No additional information is available.